Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a pump refill on (B)(6), 2011 in the health care provider's office. The procedure reportedly "went badly" and the pump pocket was filled "with part of his dose." Later that day, the patient was referred to the emergency room (ER) for vomiting and lethargy. In the emergency room, he had a respiratory arrest requiring intubation. He stabilized and was sent to a children's hospital for care. He was safely extubated the next am and had done well since. The drug used in the pump at the time of the event was lioresal. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.